Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing pacing impedance measurements that went above 1200 ohms. A revision procedure was performed where the rv lead was surgically abandoned and replaced. During the procedure the physician also elected to explant the implantable cardioverter defibrillator (ICD) for reported normal battery depletion. A new rv lead and device were successfully implanted and no additional adverse patient effects were reported.